Event description:
Right total hip revision/ dislocation of hip joint / mdm poly head disassociated from inner delta v/40 head / patient fell (per. Surgeon). Additional information: the sales rep noted that the surgeon explanted the screw and repositioned the shell. A new screw was used.

Manufacturer narrative:
An event regarding malposition involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the adm liner from the ceramic head following a fall. The shell was repositioned and re-implanted during this same procedure. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Patient trauma likely contributed to the device failure as it was reported that the patient fell prior to revision. Although the device was not identified and labelling review could not be performed, it is generally considered off-label to reposition and re-implant the same device. A new shell should have been implanted as damage may not be readily visible and may affect the structural integrity of the originally implanted device, especially considering the patient suffered a trauma. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device not returned.